Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he had issues with the sensors. The sensors were not lasting the six days and the readings were off. The customer received a low sensor glucose alarm but his blood glucose level was 300 mg/dl. Customer's sensor glucose reading was 120 mg/dl but his blood glucose level was 339 mg/dl. His sensor and blood glucose difference was not within an acceptable range. The customer experienced a high blood glucose level of 400 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.